Event description:
It was reported by the edwards field clinical specialist that after transapical deployment of a 26mm sapien valve, moderate paravalvular leak (pvl) was noted. Reportedly the valve was positioned 60:40 ventricular however during balloon inflation the valve shifted ventricular during deployment. The physician attempted to correct this manually and was able to adjust mildly but the end result was still positioned too ventricular (80:20). Post dilatation was performed with 1 cc added to the balloon but the leak did not improve. The surgical team elected to place a second sapien valve, which was placed slightly more aortic. The pvl decreased to mild and the patient was transferred to recovery in stable condition. Additional information noted there was severe native valve/leaflet calcification, mild aortic root calcification, and moderate mitral annular calcification (mac). The patient¿s sinotubular junction (stj) diameter is 30.8mm. The image intensifier angle and coaxial alignment of delivery system and valve were reported to be good. Ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case the exact cause of the event could not be confirmed; however, patient (small stj and moderated native annular calcification) and procedural factors (ventricular movement during deployment) could have caused or contributed to the events of too aortic valve deployment and resulting pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.